Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the whole monofilament was exposed at the anterior foot pocket with the posterior cuff and needle tip still attached to the rail end. The anterior cuff was still loaded in the pocket. Both cuffs were still attached to the link. There was no needle strike mark on the foot. Based on the evidence found on the returned device, the anterior cuff was missed and this confirmed the reported incident. During the investigation, a proxy plunger was reinserted to test the needle trajectory and the results were acceptable. The anterior cuff was captured successfully. Based on the investigation findings, the most probable root cause for the anterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. There were no manufacturing or quality deficiency detected that could have contributed to the reported complaint. A cuff-miss can be influenced by many factors, including, but not limited to, manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall a review of the finished product lot history record did not reveal any non-conforming material records associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.